Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called to state that her cartridge had leaked inside her ilet, resulting in an interruption of insulin delivery for approximately six hours. The patient reported experiencing elevated bg levels, reaching ¿high¿ readings (over 400 mg/dl), and remaining above 180 mg/dl for more than six hours. The patient noted associated symptoms of headache and nausea. She cleaned the ilet and replaced all supplies, after which her bg returned to normal range (180 mg/dl). During the call, the patient stated that she had been refilling cartridges when they were nearly empty. She was educated not to reuse or refill cartridges, as doing so can lead to leakage. The patient was also connecting the cartridge to the connect adaptor outside of the ilet; she was informed that this practice can cause leaking and was educated on the correct supply-change procedure. The patient demonstrated the process and confirmed understanding. Replacement supplies were arranged, and the lot number provided was 31480. The patient did not use backup therapy, perform ketone testing, require assistance, or seek medical intervention. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.